Event description:
It was reported that the filterwire broke during use. A filterwire ez was selected for use. During use, the filterwire broke. A new filterwire, same model, was selected. However, it also broke. The procedure was completed with a new filterwire. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis completed. The wire returned inside the delivery sheath and the filter bag came back undeployed. It is possible to observe the wire was exposed through the sheath slit. No detached sections were observed in the device. No other issues were identify in the device.

Event description:
It was reported that the filterwire broke during use. A filterwire ez was selected for use. During use, the filterwire broke. A new filterwire, same model, was selected. However, it also broke. The procedure was completed with a new filterwire. There were no patient complications.